Event description:
The customer reported to olympus the videoscope "cyf-v2", UK version, distal tip ¿blew out¿ without the cap on. The reported issue occurred during reprocessing of this scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending section cover is torn due to insufficient or incorrect reprocessing of the scope. It was also noted that a leak test could not be performed due to the torn bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, it was confirmed that when the sterile cap was not attached to the endoscope during gas sterilization, the air in the endoscope inflated, causing rupture of the bending section cover and failure of the angulation mechanism. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: 6.6 ethylene oxide gas sterilization. Chapter 6 compatible reprocessing methods and chemical agents . Attach the sterilization cap to the endoscope before ethylene oxide gas sterilization. If the sterilization cap is not attached to the endoscope during ethylene oxide gas sterilization, the air inside the endoscope will expand and could rupture the bending section cover and/or damage the angulation mechanism. Olympus will continue to monitor field performance for this device.